Event description:
It was reported by service report that the head left siderail panel was cracked and there was fluid intrusion. It was further reported there was a damaged footboard module and two warning labels required replacement. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: damaged footboard module.